Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned femoral impactor pad confirms it is fractured as well as shows signs of repeated use. Device history record was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a part of the femoral impactor pad fractured of during impaction of the femoral component during a total knee arthroplasty. Another impactor was used in its place and no patient consequence was reported.